Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm of the 8800 system would not move up or down. No patient injury was reported.